Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a delaminated downstream occlusion (dso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a normal wear.

Event description:
It was reported that the cadd-solis vip pump kit had an unattached downstream occlusion seal (dso) during testing. Additionally, debris or scratches were observed underneath the screen. The reported issue may result in improper occlusion detection and may allow fluid ingress, potentially affect the dso sensor and lead to delivery inaccuracy result in serious injury if it occurred during use. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.